Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and a product investigation was conducted. The results are listed below: returned product was received on 21-mar-2017. The lens was only received and ejected out from the injector tip. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Surgeon thinks that the lens value is wrong, because of an unexpected rest-refraction. According to iol master 25.0 mod 255. But the rest-refraction is bad. Customer suspects wrong lens value. Patient outcome: lens exchange.